Manufacturer narrative:
Additional information provided in h3, h6 and h10. The console was returned for investigation and testing. The unexpected shutdown was not reproduced while replicating the clinical actions but the subprocess could be forced to crash causing a partial reboot of the system. The impella positioning alarms were similarly not reproduced and optical performance by the console was as expected so the alarms mentioned in the -2 are unlikely to be due to the console. Data logs were reviewed and showed that the calculator subprocess crashes triggering a partial reset of the console by the software watchdog. The console boots back up and hemodynamic support is resumed. There are constant impella position unknown and impella position in aorta alarms throughout the case and on 6/19 the user disables placement monitoring as described in the complaint. The unexpected reboot by the console was due to the calculator subprocess crashing, triggering the watchdog. The cause of the calculator to crash is unknown as it was not reproduced. As a precaution, the 4-in-1 and compact flash cards were replaced and a functional check of the console was completed.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella 5.5 and experienced a console failure of the supporting automated impella controller (aic). The aic turned black then returned to case start screen. The team was able to restart the impella, and no patient harm was reported.